Event description:
Necrosis, chronic pain and s; it started with necrosis 2 after, mesh moved. Now the implants that caused all that trauma have to be removed and the manufacturer accept no fault. Johnson & johnson mentor memory gel breast implants systemic symptoms, commonly referred to as breast implant illness (bii) capsular contracture (scar tissue that squeezes the implant) chronic breast pain, burning sensitive to wearing clothing, inflammation & suffering. Memory loss, sleep disturbance. Emotional, social trauma - identity crisis self-worth. There was a failure to warn, and it is further my opinion that the patient just diagnosed cancer) do not have the ability to absorb all that information in one setting, especially if they have cancer - it is reasonable to say they can not absorb the information (unless it was provided in writing) so how does the manufacturer ensure that the consent and risk was communicated? The physician has a duty as well as the manufacturer to make reasonable disclosures to their patients about the associated risk. I feel that this did not take place, I believe there was failure in to meet the law of "informed consent" from both parties (the dr. And the manufacturer). When any type of prosthetic device is used, informed consent should be obtained with respect to the specific device. The product manufacturer did not adequately convey the risks of the product to the physician, the absence of good documentation of the consent process does not excuse the manufacturer. There is no documentation that exist between the manufacturer and the surgeon that show that risk was communicated to the dr. - so there was a failure to disclose risks. With all lawsuits filed I feel that, intentional conduct, such as intentional withholding of information during the consent process, may give rise to a cause of action for violation of the (B)(6). I feel that there was failure of reasonable conduct to allow a full and reasonable understanding of risk during the consent process. I am still undergoing testing and is scheduled for implant removal in early november. FDA safety report ID # (B)(4).

Event description:
Additional info received from reporter on 10/19/2021 for mw5104198. Loss of consortium; previously, I reported a complaint, but this is a new issue, and mentor worldwide llc did not address my first. I am very sick, and it is a possible life-threatening position for me. This ruptured silicone breast implant impacts my health adversely. Defective manufactured device) I have completed testing on (B)(6) and now have proof of the ruptured breast implant. Symptoms are chronic pain, brain fog, inflammation, sleep disturbance, severe chest burning, now kidney (problems), memory loss, all caused by my left breast implant. The company refuses to stay in conversation with me. Instead, they assigned a trial attorney, (B)(6) to speak to a sick person. I guess he is the one that has the job to send legitimate claimants away. Like he wrote to me: "better yet, talk to me when you have a lawyer." That seems overly aggressive - when a patient files a claim under warranty, that must be covered. Does this mean that every legitimate claimant under contract must first contact a higher attorney? So the company declined my legitimate claim under their advertised warranty. Why? The warrant states that a ruptured breast implant that breaks before ten years will be covered with added medical expenses. Further, they send me a letter that mentor only honors warranty when the physician talks to them and mail the devices back to mentor worldwide within 60 days. None of these requirements is placed on the website in the warranty guarantee language. I feel this is deceptive trade practice, false advertising about the mentor safe warranty plan, and unfair trade practice, and it does not state on the advertised warranty; the additional requirements. Also, mentor worldwide ignored all my communication for 14 days, then finally, after multiple attempts and completing the online claim; someone reached out back to me. Mentor worldwide llc rejected the claim without gathering medical documents. They also told the surgeon that I had to get me to sign a release of the device to them, which would require the dr to mail the implants back. My dr. Said she could not oversee the process to ensure the product was shipped safely back to mentor worldwide. I talked to (B)(6) hospital, and they said they couldn't take on that responsibility either. So in effect, the warranty is rendered useless because mentor worldwide is unwilling to make the proper arrangements to pick up their defective device. So I will be in the hospital and ICU, you unable to mail it back to mentor worldwide llc, and the physician nor the hospital is willing to take up this responsibility because they did not sign up for it. Therefore I will suffer a financial loss. This is a breech of warranty and the contract (deceptive trade practice and false advertising) - (I have the CT scan or the ultrasound pictures that show the rapture) mentor worldwide johnson and jonson immediately mistakenly declined my valid claim under warranty. Contact people: (B)(4). FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 11/10/2021 for report mw5104198. I want to file a complaint for alleged violations and integrity laws that govern the health market industry. In 2014 I received medical device implants called mentor memory gel, they come with an automatic enrollment in a warranty program. If something goes wrong before ten years mentor promises to pay your medical bills that your insurance does not cover and replace the implants. They refuse to make good on their promises, in the meantime I am suffering serious health conditions because of ruptured silicone implants even my left kidney seems to be impacted now. Please take action. Warranty claim file# (B)(4). My complaint is: breach warranty. Breach of contract; deceptive trade practice; unfair trade practice; strict liability. A product liability case includes claims of failure to warn, strict liability, implied warranties, and breach of express, and negligence. Injured by the dangerous condition of the implant, it is degrading, rapture maybe even ruptured, and it is causing all kinds of symptoms, it is putting toxins in my blood. Breast implant illness/ ruptured right implant ¿ inflammation. False advertising, deceptive trade practices on warrantee. Failure of warning - strict liability failure of proper warning, failure of providing printed documents, posters, labels to the prescribing physician to give to me. Mentor memory gel provided printed plastic i.d. Cards to me of each implant's warranty. There is a hidden risk that was never discussed. The manufacture owed me a duty of reasonable care under the circumstances. Selling a product while inadequate trial information ¿ received warning from the f.d.a. Did not keep up with trial participants. Refusal to mail out the claim form on the warrantee to my surgeon. Refusal to do a proper investigation of cause based on evidence, non-compliance with its warranty program. Memory gel silicone implants caused numerous health problems for plenty of women. Negligence in updating product label and warnings and did not provide label info to the consumer. In 2014, mentor worldwide llc, had not completed the long-term device performance and evaluated device performance under general conditions of use. For your reference, the approval order is attached, which details the p.a.s. Requirements that were imposed as a condition of approval for your device. So, there was no way that you could have to provide my physician with all the adequate warnings and all the product notice, and all the risks associated with the implants. This was about the time; this medical device was implanted in my body. So, everyone that received the implant could never have received the proper risk notification from their drs because the drs could not have received it from you. Because you have not completed your trials and studies yet to provide complete risk notifications to the f.d.a. Breach of contract and breach of implied covenant of good faith and fair dealing. You have dealt unfairly, unreasonable with me. Before you collected any medical records, data you rejected my claim under the warranty. However, at the same time mentor strongly insisted on mailing a release form for the devices to be mailed back to my plastic surgeon. It seems in some ways that the warranty is a tool intended to lay hold of any possible future evidence that can be used against the mentor worldwide llc for a product liability sued. To me it is a clear indication that mentor worldwide has created a system of grabbing evidence back through their warranty program to ensure that they will never be slammed with a product liability case. This shows the reasonable intention to cover up the defective manufactured device and to continue to sell a defective manufactured product to unaware customers. Aware they have some problems, but they do not allow the public to retain evidence to build a case against them. There is no safety and protection for the patient. In new zealand medicines and medical devices, safety authority has warned providers and women of new zealand of the dangers regarding the mentor memory gel xtra silex breast. It is a formal warning posted. Implants, yet the because of lack of regulation by the us FDA and (preempted law) creates a lack of care for females the us justice system/ 9th circuit court is lacking to showing respect and justice for plenty of american women that have to suffer and continue to suffer from mentor worldwide memory gel implants. (B)(6) v. Mentor worldwide l.l.c., et al. (Case no. (B)(4)). Quote ¿" (B)(6) 2020. - johnson & johnson medical (B)(4) ltd is notifying surgeons that these devices carry a risk of breast implant-associated-anaplastic large cell lymphoma (bia-alcl). Although removing these implants is not required, relatively regular follow-up of patients with these implants is recommended. In addition, the instructions for use supplied with the devices will now carry additional warnings and information for patients. Other related information: you publish this on your provider website ¿ which is a deceptive trade practice. You do not have 130 years of experience in breast implants, you did not stand behind your warranty protection plan. You did not inspect my product because it is making me sick because of a manufacturer defect. Further when you sold the product to my doctor you made a statement that he cannot sue or take any legal action but to go to arbitration. Therefore you made it impossible for the dr to come after you for defective manufactured devices and you did not require the prescribing physician to sign a promise contract that he will indeed warn the patient about all the hidden risks or that he will supply the patient with the product label box or pamphlet. Mentors¿ website to the patient states this: ask your doctor to provide you with the mentor informational booklets at least two weeks prior to surgery to give yourself enough time to read and think about the information before deciding whether to have the surgery. Electronic versions of these booklets can be accessed below. Once you¿ve decided that breast implant surgery is right for you, you will be asked to sign an ¿acknowledgement of informed decision¿ statement that confirms you have read and understood the information, and that you have been informed of the benefits and risks of breast implants. Make sure all your questions have been answered and you understand the information provided to you before you sign this statement. I never received an ¿acknowledgement of informed decision¿ with safety and warning or product warning information. Mentor failed to provide my provider with this information and failed to get it to me the patient. The problem is that the patient is made to believe that all previous issues associated with silicone gels had been remedied because the f.d.a., the regulatory agency, has approved it. Unfortunately, the very regulatory government entity, the f.d.a. That I suppose to protect the u.s. The people, has rendered us without any protection from the pharmaceutical giants. Because of preemptive law, every judge throughout the mentor worldwide l.l.c. The case is as if each patient's life and quality of life are worthless. Consider how powerless all the suffering women are against the giant johnson & johnson. Mentor worldwide l.l.c. The company self-insures its product and general liability through its own (captive) insurance company middlesex mutual assurance company. Therefore, no claim can ever be reviewed in a fair and neutral environment. Every person (patient) that ever-received mentor memory gel implants is in effect powerless and more likely given an eventual death sentence. They have nowhere to go to get a fair review for their case. Mentor memory gel warranty states that they will replace any defective implant, and that comes with the requirement that you sign a release of the breast implant to be mailed back to them immediately after the removal. In effect, the patient is still in the hospital, then the product is shipped back, and the patient loses all evidence and proof or right to have the product examined. This is how they are allowed to stay in business ¿ it seems like a vicious circle that the patient cannot find anywhere to go and when they dare go to court, the judges throw every case out because of the preemptive law of 1976. Ok, then if the breast implant devices approved by the so-called wonderful f.d.a. Were worth anything, why did the f.d.a. Agree the allergan breast implants as a safe product while plenty of women were getting sick, getting cancer, and some died. This is the living proof that every judge on the basis of pre-emptive law that dismissed the mentor worldwide lawsuit has failed the very mission they were created for. The court looked at the f.d.a. Regulation and was unwilling to allow these women a fair trial without just focusing on the easy way out of preemptive law. When we already see the f.d.a. Already failed to ensure a safe product in the case of allergan breast implants. The very law and regulatory agency that has to keep us females safe has become our worst enemy. Miller, n. S. (2019, october 28); 2 florida women file $5 million lawsuits over recalled allergan breast implants. Retrieved november 7, 2019, from https://www.orlandosentinel.com/news/os-ne-allergan-breast-implant-class-actionlawsuit- 20191028-i6vmlf5ujbd4pct57nwbpzzdui-story.html.

Event description:
Additional information received 10/27/2021 from reporter for report mw5104198. Please add the evidence to my open complaint. Complaint filled at FDA and federal trade commission. Please add the following evidence of my sonogram, CT scan that shows proof of the diagnosis of a ruptured implant, and collapsed shell and the new cyst now on my left. Kidney. I filled a deceptive trade practice claim against mentor worldwide yesterday here. So please add this to my complaint it is the proof that you need to show that I have indeed a diagnosis that is covered by the warranty and mentor worldwide declined my valid claim. It is important to note that several women filled similar complaints with the (B)(6). So this an ongoing deceptive business practice. This must investigated and administrative action must be taken against them. A good penalty for false advertising a and destroying peoples lives will be what?; v/r, (B)(6).